Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "general risk - failure - balloon leak" was unable to be confirmed as neither the complaint device nor applicable imagery were returned for evaluation. Due to unavailability of the device, engineering was unable to be perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the device history record and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. The complaint description states, "after deploying the valve and deflating the commander delivery system, it appeared to have blood in the inflation device. After inspecting the delivery system, the balloon had a pinhole rupture/leak." As there was no note of abnormalities during device preparation, it is unlikely that the reported event was an issue out of box. It is possible there was calcification present during tracking to the target location or in the annulus that may have pieced the balloon. Calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, no relevant patient information or procedural imagery was provided. As limited information was provided, a definitive root cause is unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra valve in the aortic position. After deploying the valve and deflating the commander delivery system, it appeared to have blood in the inflation device. After inspecting the delivery system, the balloon had a pinhole rupture/leak. The team made the decision to open a new delivery system and post dilate the valve. Per follow-up with the fcs, approximately 98% of the balloon was inflated. The leak is described as a pinhole leak when inflated outside the patient. The system remained intact and there was no injury to the patient.